Event description:
Procedure: low anterior resection. According to the reporter: after the staples had been fired the stapler could not be removed from the anastomosis. Stapler head had to be cut out and the bowel had to be re-anastomosed. When assessing the stapler head and the donuts, it seemed that the anterior wall of the bowel was not cut by the stapler.